Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had safety disk malfunction / oob. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. During installation, was not passing leak membrane test. Replacing safety disk corrected this issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received parts safety disk. This part was received with a reported unit failure message of safety disk would not pass membrane leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of membrane leak tests failed with result of 8mmhg membrane diff pressure; the factory specification is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation , the cardiosave intra-aortic balloon pump (iabp) unit would not pass membrane leak test.

Event description:
It was reported that during initial installation check out after uncrating device, the cardiosave intra-aortic balloon pump (iabp) unit would not pass membrane leak test. There was no patient involvement.